Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. The 8mm x 3.5mm quantum maverick balloon catheter was advanced to the target lesion. The balloon was inflated but failed. The physician decided to removed the device from the patient however the shaft of the balloon catheter broke at approximately 12 inches from the hub. The remaining part of the shaft was still inside the patient while the other part was inside the unspecified guide catheter. The broken parts were withdrawn together with the guide catheter and nothing was left inside the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. The 8mm x 3.5mm quantum¿ maverick¿ balloon catheter was advanced to the target lesion. The balloon was inflated but failed. The physician decided to removed the device from the patient however the shaft of the balloon catheter broke at approximately 12 inches from the hub. The remaining part of the shaft was still inside the patient while the other part was inside the unspecified guide catheter. The broken parts were withdrawn together with the guide catheter and nothing was left inside the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with a quantum maverick shelf box and pouch. The batch number on the packaging and device matched the batch number for this complaint. There was contrast in the inflation lumen and blood in the wire lumen. The balloon was tightly folded. There were multiple shaft and hypotube kinks. The hypotube was completely separated 46.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Functional testing was performed by connecting a new toughy, stopcock, and inflation device (filled with water) to the distal fractured end of the catheter. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The device deflated in 5 seconds which is within specification. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence that the separation and kinks were attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).